Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2021. On (B)(6) 2021, the patient was hospitalized for ureteral stenosis with infection caused by surgery from other hospital since the patient seems to have iatrogenic ureteral injury. On (B)(6) 2021, the patient underwent ureteral stent replacement under general anesthesia. During the stent replacement procedure, the physician found that the stent was kinked and the guide wire could not cross properly, and the ureteral stent could not be implanted into the patient's body. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.